Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had three months remaining early this year. The patient advocate wanted to know the heart rate setting from implant to gauge battery. In addition, the patient advocate had stated does not want the patient to feel anxious when deactivating the tachy function of this crt-d. Boston scientific technical services (ts) then suggested to contact the clinician. Ts then further explained regarding the battery function from the estimated three months longevity. No further information provided. To date, this crt-d remains in service. No adverse patient effects were reported.